Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Additional information is being requested from the field. This s-ICD remains service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Additional information is being requested from the field. This s-ICD remains service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the previously mentioned clinical observations. A new device was implanted and remains in service. This s-ICD is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This device is not expected to be returned.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Additional information is being requested from the field. This s-ICD remains service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the previously mentioned clinical observations. A new device was implanted and remains in service. This s-ICD is not expected to be returned. No additional adverse patient effects were reported.